Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was 6.2 mmol/l. The customer stated that there is partial display and the pump cannot be read properly. The customer stated that moisture is visible behind the display. The customer stated that the pump was not bumped. The customer carries the pump close to her body. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all the operating current test. The insulin pump display functioned properly during testing. No display anomaly noted. No moisture damage was found inside the insulin pump noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.